Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inoperable, motor fault, transducer fault, low peak inspiratory pressure, high peak inspiratory pressure, and low minute ventilation alarms. The customer performed troubleshooting, but the issue was not resolved. The issue occurred during patient use, the customer reported no patient consequence is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pt 800). The pt 800 was unresponsive to pressure input as confirmed with an unchanging voltage output at tp802. This issue will be internally investigated within carefusion.